Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: 00801803203, versys head 60919187. 00620204822, shell 61505877. 65771100700, stem 61418507 . 00625006535 bone screw 61436685. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. An additional MDR report was filed for this event, please see associated report: 0002648920 - 2020 - 00338.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02234.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure eight years later due to unknown reasons. Head and liner were revised. No additional information is available.